Event description:
It was reported on (B)(6) 2025, during intravenous fluid administration using a single-use implantable drug delivery device, breast surgery staff discovered a gauze pad covering the butterfly needle with reddish exudate. Upon aspirating with a 20ml saline syringe, backflow was observed, ruling out misplacement of the butterfly needle. During catheter flushing during the procedure, it was observed that the gauze pad covering the butterfly needle exhibited reddish-coloured exudate. Upon drawing back with a 20ml saline syringe, blood return was noted, ruling out misplacement of the butterfly needle. During flushing, droplets were observed emerging from the white orifice of the butterfly needle, indicating a leak. The butterfly needle was subsequently removed and replaced with a new one to continue the infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.